Event description:
"Consumer alleges that the front wheel on her fathers pronto m41 will not keep in alignment. Consumer also alleged that bolts are falling out of the seat frame of the power chair. Consumer could not locate serial number. Stated that her father has had the chair for about four years. Provided consumer with dealer and service center contact information."

Manufacturer narrative:
No RMA has been initiated for this event. Model m41, serial number/date code is unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the front wheel on her father's pronto m41 will not keep in alignment. The consumer also alleged that bolts are falling out of the seat frame of the power chair. The consumer could not locate the serial number but stated that her father has had the chair for about four years. The manufacturer of the device is unknown.